Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error after loading a new cartridge.